Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unspecified breast augmentation with an unknown mentor silicone, 275cc prothesis experienced spontaneous right sided rupture post procedure. As a result patient underwent bilateral replacement with allergan devices on (B)(6) 2021. During explantation, it was observed that the explanted breast prosthesis had ruptured.

Manufacturer narrative:
Photo evaluation completed on march 11, 2021. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured in its posterior view. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).